Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in columbia has reported that an rd900aeu neopuff infant resuscitator's manometer needle was not responding before its first use.there was no reported patient involvement.

Event description:
A healthcare facility in columbia has reported that an rd900aeu neopuff infant resuscitator's manometer needle was not responding before its first use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the manometer along with front fascia of the complaint rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the returned device confirmed no damage to the subject manometer. Performance testing was carried out and revealed that the subject manometer failed functional tests. It was further observed that the needle movement was slow, confirming the reported fault. The subject manometer was further disassembled, and further inspection of the internal components revealed that the restrictor screw was occluded. Manometer and the valve system has passed the functional testing upon replacing the defective restrictive screw. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the slow movement of the manometer needle is due to the occluded restrictive screw. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.